Event description:
A pt reported possible inaccurate low results with a onetouch meter. In 2001, pt had a blood glucose reading of 49mg/dl on the ot meter. Pt drank a glass of juice with sugar. Subsequent testing yielded blood glucose readings of 50mg/dl, 63mg/dl and high. Pt has been experiencing frequency of micturition. Pt drove own car to ER, where a lab blood glucose test was 900 mg/dl. Pt was admitted to hosp and treated with insulin. Pt was discharged 2 days later with no changes to medication regimen. The ot meter memory download showed that testing was not done back to back. Meter has been replaced. No further info is available.